Event description:
On (B)(6) 2009, pt reported that with his last 4 emptied cartridges he has received the a1 (low cartridge warning), but instead of the e1 (cartridge empty) at the end of the cartridge, he receives the e4 (occlusion) error message. Pt stated he does not adjust his piston rod to the 310 unit mark; he keeps the piston rod at the 315 unit mark. He reports the following alarm history in his infusion device: e4 (occlusion) (B)(6), (B)(6) 2009 this was the end of the cartridge and he changed it then; a1, (cartridge low) (B)(6), (B)(6) 2009 low cartridge warning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.